Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event cannot be conclusively determined through this investigation. The account communicated that the patient presented to the clinic and upon admission, the patient complained of dizziness, which the center attributed to the change in the patient¿s beta blocker from their previous admission. The event reportedly resolved on (B)(6) 2020 and the patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. Although no specific adverse events were reported, the heartmate 3 lvas IFU outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Previous infection captured under manufacturer report #: 2916596-2019-03024.

Event description:
It was reported that the patient had heart failure. She presented to the clinic for a headache, chest tightness, and general malaise. She was admitted to the hospital for fluid overload and a cyst/nodule was felt by touch at the site of previous infection. No further action was taken regarding the nodule. Patient also complained of dizziness. Chest and head CT was negative for any findings.